Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for patient treatment. A complaint search based on product item and lot number combination did not reveal any other complaints related to pain. It is unknown if the components were implanted with the correct fit and orientation as per the surgical technique. The products related to this complaint were verified to be compatible. The root cause of the reported pain could not be determined.

Manufacturer narrative:
This report is being amended to reflect changes in sections. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes were not received to confirm the tibial component alignment postoperatively. Operative notes from an arthroscopic debridement on (B)(4) 2011 indicate that the patient was experiencing persistent pain and impingement and that a significant amount of scar tissue was removed from the knee. Operative notes from the revision surgery indicate that the tibial component was rotated 20 degrees off the medial third of the tibial tubercle and was revised. Tibial fixation was not noted; however, a combination of oscillating saws, osteotomes, and a slap hammer were used to remove the component. The nexgen cr and revision instrumentation surgical technique states: "rotate the sizing plate so the holding clamp points at, or slightly medial to, the tibial tubercle. The alignment rod can be used to help confirm varus/valgus alignment." Per the nexgen package insert, the risk of implant failure is higher with inaccurate component alignment or positioning. There are no indications of component loosening or subsidence; therefore it is likely that the reported issue is related to the original alignment of the revised tibial component.

Event description:
It is further reported that the patient was revised due to malrotation of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.